Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Caller stated that bolt that holds wheel lock lever was broken. Caller stated that the wheel lock fell apart when the end user was going to use the chair. No injury or property damage.